Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported this issue was identified during planned maintenance (pm) of the navigation system. No further issues have been reported. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a site experiencing intermittent communication issues with their navigation system camera. Sometimes when synergy cranial software is booted the site receives a message saying localizer not connected, followed by the camera, or polaris spectra system control unit (scu), cycling continuously. A re-boot of the navigation system restores normal function. There was no patient present when this issue was identified.